Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the battery compartment was cracked on the side at the threads. There was visible corrosion in the battery compartment. No damage was found to the returned battery cap. A review of the black box showed unusual fluctuations of the voltage on (B)(6) 2015. The pump was tested with an external power supply and all current draws measured within specifications. The pump failed a leak test at the battery compartment. There was no evidence of internal moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.